Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 6c29, that has a similar product distributed in the us, list number 6l27. (B)(4). No consequences or impact to patient. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false (B)(6) architect havab-igg results on two patient samples. On (B)(6) 2014, patient 1 tested architect havab-igg (B)(6) but (B)(6) with vidas method. On (B)(6) 2014, patient 2 tested architect havab-igg (B)(6) but vidas method (B)(6). No specific patient information was available. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends identified for the complaint issue. A retained kit of the affected lot number was tested in a specificity set-up. All negative control values and additional characterized negative human plasma replicates met specifications and the results were in the typical range and no false reactive results were obtained. Furthermore, a review of non-conformances and deviations associated with the affected lot was performed. This review resulted in no occurrences that could be linked to the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it is determined that the architect havab igg reagent, list number 6c29-25, lot number 37411li00 is performing acceptably.